Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 162 mg/dl. The customer states that the insulin pump is not turning on. Troubleshooting was provided for the blank display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer also reported a critical pump error. The insulin pump will be returned for analysis.